Manufacturer narrative:
Examination was not possible, as the prod was not returned. A search of the complaint database found no prior reports for this part and lot number combination. The glenoid has been implanted for seven yrs. Provided info marked on the device experience report is marked that the prods are not suspect of failing to meet specs or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the prod and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of osteolysis, wear and loosening of the glenoid.